Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was aligned during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 2600 system fluoro image needs adjustment and the collimator needs centering. No patient injury was reported.